Manufacturer narrative:
B3: journal publication date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: jules, p. Et al. (2025). Percutaneous bailout strategy following laa perforation during laao. Jacc. (85) 12.

Event description:
Reported via journal article, it was reported cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a 27 mm watchman flx delivery system and closure device (wds) was inserted and advanced into the laa. During positioning attempts with the wds, laa cardiac perforation was noted, causing cardiac tamponade and a rapidly developing pe. A pericardiocentesis and emergent subxiphoid pericardial window was performed. It was noted the closure device was partially deployed in the pericardial space, promoting rapid recapture, repositioning, and deployment within the laa resulting in an effective seal preventing additional hemorrhage into the pericardium. It was noted the rapid repositioning and deployment of the closure device was used as bailout strategy which creates an effective seal obviating the need for surgical bailout. No further details were provided.